Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Took the accolade 1 stem out and went back with a rest mod and an mdm liner and head. "On (B)(6) 2013 she was seen in an emergency room visit for pain in the right hip of twenty-four hours duration and it was noted, "fell on right side yesterday ... X-ray right: periprosthetic acetabular fracture. Treat: non-weightbearing with a walker...on (B)(6) 2016 a revision right total hip arthroplasty, including the femoral stem, head and acetabular liner was performed for a post-operative diagnosis of "broken internal prosthesis right hip...x-ray of (B)(6) 2016 is an ap pelvis demonstrating disassociation of femoral trunnion from arthroplasty head which remains in the acetabulum. Trunnion deformity is noted..."